Event description:
It was reported that the dependent patient presented in the ER presyncopal and with a low heart rate. A temporary pacing wire was placed. The device was observed to be in backup vvi with no pacing support and tachy therapies disabled. The device was explanted and replaced successfully. No complications were observed after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred due to low battery voltage. The device was tested on the bench, and no anomaly was found. The cause of the low battery voltage could not be determined.